Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the availability of the lot number is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240/2367 alarm, which occurred on the homechoice (hc) during use during drain 1. The home patient (hp) does not use the final line and stated that the clamp was open on it. The technical service representative (tsr) explained to the hp that the clamps on any unused lines should always be closed during therapy. The hp would setup with new supplies. The tsr had the hp cycle power. There was no patient injury or medical intervention indicated at the time of the initial report.